Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited pacing impedance measurements greater than 2,500 ohms. An invasive procedure was performed and this lead was capped. Another manufacturer's lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead is not expected for return as it was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.